Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event. The treatment included injections of tazopip (4.5mg, twice a day, intravenously) and vanlid (500mg, immediately, intravenously) for the peritonitis. The pd therapy was ongoing. At the time of this report, it was unknown whether the patient recovered from this event. No additional information is available.